Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker and right ventricular (rv) lead triggered a lead safety switch (lss) to unipolar due to a high out-of-range pace impedance measurement greater than 3,000 ohms. It was noted that this was not the first out-of-range pace impedance measurement, and the clinician previously set the lead parameters incorrectly to bipolar pacing and unipolar sensing. Technical services (ts) discussed possible lead/spring contact behavior, programming rv to unipolar pacing / bipolar sensing, and troubleshooting via pocket manipulations/isometrics. This pacemaker system remains in service. No adverse patient effects were reported.